Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Irrigation clip snapped off while physician was burring (broken part found). Pka procedure delayed 2 minutes.

Manufacturer narrative:
Reported issue: it was reported that the irrigation clip broke. Product history review: not performed as lot # was not provided. Complaint history review: a review of complaints related to p/n 111690, lot 0 shows no additional complaint(s) related to the failure in this investigation. Visual inspection: visual inspection could not be performed because the product was not returned. Dimensional inspection: dimensional inspection could not be performed because the product was not returned. Material analysis: material analysis could not be performed because the product was not returned. Functional inspection: functional inspection could not be performed because the product was not returned. Conclusion: it was reported that the irrigation clip broke. This failure mode could not be confirmed because the part was not returned. If device and/or additional information become available, this investigation will be reopened.

Event description:
Irrigation clip snapped off while physician was burring (broken part found). Pka procedure delayed 2 minutes.